Event description:
It was reported by the customer that they had high blood glucose levels of 547 mg/dl. Customer stated that six of their infusion set had a bent cannula. Informed customer bent cannula may have caused high blood glucose levels. Advised customer to monitor pump and contact if issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.